Event description:
The customer reported there was a red asystole alarm but there was no alarm feedback on the central monitor. The device was in clinical use at the time of the event. There was no adverse event reported. Philips is in the process of obtaining additional information and the complaint is still under investigation. A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
Philips is in the process of obtaining additional information and the complaint is still under investigation. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported there was a red asystole alarm but there was no alarm feedback on the central monitor. The device was in clinical use at the time of the event. There was no adverse event reported. Philips is in the process of obtaining additional information and the complaint is still under investigation. A follow-up report will be submitted upon completion of the investigation. A philips remote support engineer (rse) reviewed the device audit logs provided by the customer. The device logs indicate an asystole was triggered, a tone was heard, and then was silenced (acknowledged) by the user. The patient's alarm condition persisted, and the device immediately generated a new asystole alarm notification, which again was silenced (acknowledged) by the user. The device was working as intended and remains at the customer site.

Manufacturer narrative:
The customer reported there was a red asystole alarm but there was no alarm feedback on the central monitor. The device was in clinical use at the time of the event. There was no adverse event reported. Philips is in the process of obtaining additional information and the complaint is still under investigation. A follow-up report will be submitted upon completion of the investigation. A philips remote support engineer (rse) reviewed the device audit logs provided by the customer. The device logs indicate an asystole was triggered, a tone was heard, and then was silenced (acknowledged) by the user. The patient's alarm condition persisted, and the device immediately generated a new asystole alarm notification, which again was silenced (acknowledged) by the user. The device was working as intended and remains at the customer site.